Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly and audio beep anomaly due to cracked on lcd controller. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a constant tone. The customer's blood glucose reading was unknown. The customer was advised to remove the batteries and let the device rest for 2 hours. The customer called back to report the constant tone was still present. The customer was advised that the device would be replaced and to return their device for analysis.